Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the healthcare professional thought they may have seen a lead stretch two weeks ago, or several weeks ago, but could not remember specific details. It was noted that they were unclear on details, not 100% certain, and had a very vague recollection or understanding of what had happened. There were no patient complications reported as a result of this event.